Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device available for analysis. Analysis completed on 17 sep 2018 by mb. Visual evaluation conditions/findings: the tip appears to have disassembled. The retaining ring is meant to hold the sleeve in place but appears to have dislodged. The sleeve, spring, and ball bearing were not returned. These tri-drive handles were mated with a cannulated reamer head, but the sleeves would not fully retract or attach to the mating feature of the reamer head. Design related issues: the design of the modular cannulated tri-drive has been in the field since 2009. Exactech has received 38 similar complaint repo1ts involving 54 devices since 2009. Because this device is used in total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: dhrs were not reviewed because exactech is not aware of any other complaints associated with the lot. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for these tri-drive modular reamer drivers, 750-2007-026-rmr-instruments rev h, was reviewed. The risk is not captured. This document will be updated to include this failure. Refer to dcrsp-18-340 for details. Corrective action is not required because the occurrence rates are " very low", and the rmr will be updated to capture these risks. Most likely cause: the disassembled driver reported in experience c2017-365 was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. The jam was likely the result of a bone fragment or other foreign object becoming lodged in the mechanism preventing the sleeve from fully retracting. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. The disassembly of the driver did not lead to patient impact. The retaining ring is meant to hold the sleeve in place but appears to have dislodged. An investigation was conducted; the disassembled driver reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The tip appears to have disassembled from the tri-driver. The retaining ring is meant to hold the sleeve in place but appears to have dislodged. The sleeve, spring, and ball bearing were not returned. No additional information has been provided by the contacts related to this event following multiple attempts.